Event description:
It was reported that; the surgeon used anchor-c cage system. During inserting screw, screw driver was without resistance before black line of the screw driver shaft. The surgeon removed the screw, and used the drill(12mm). And the screw inserted again. The screw was without resistance before black line of the screw driver shaft again. The surgeon changed the flexible driver to straight driver. However, the screw was without resistance before black line of the screw driver shaft. The surgeon removed the inserter guide and the screw, he found that the c-ring of screw deformed and separated. The surgeon changed the 10mm screw to 12mm screw and finished the surgery.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the anchor c diam. 4.0mm self drilling 12mm was confirmed to have a deformed locking clip upon visual inspection. It was reported that the surgeon was having difficulty using the guide and therefore attempted to insert the screw without the guide. The anchor c surgical technique states that use of a free hand technique is strongly discouraged and use of the guide/inserter tip is required. Conclusion: the plausible root cause is freehand use during screw insertion.

Event description:
It was reported that; the surgeon used anchor-c cage system. During inserting screw, screw driver was without resistance before black line of the screw driver shaft. The surgeon removed the screw, and used the drill(12mm). And the screw inserted again. The screw was without resistance before black line of the screw driver shaft again. The surgeon changed the flexible driver to straight driver. However the screw was without resistance before black line of the screw driver shaft. The surgeon removed the inserter guide and the screw, he found that the c-ring of screw deformed and separated. The surgeon changed the 10mm screw to 12mm screw and finished the surgery.